Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.